Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system intermittently would not boot up. There was no patient present.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: troubleshooting was updated by the manufacture representative: the system booted up the first time during the technical visit and no more. It was stated that he suspected the cause to be the cpu.

Manufacturer narrative:
Medtronic representative went to the site to test the equipment. It was reported that the computer had booting problems, the computer would turn on randomly. The computer of the navigation system was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.